Event description:
It was reported during the procedure, that the lead showed high defibrilation impedances (>200 ohms) during implantation. The lead was not implant and there were no patient complications reported due to this issue.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found.